Manufacturer narrative:
Product event summary (B)(4) - the lead was returned and analyzed and no anomalies were found. However, the distal end of the electrode was covered in blood.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) leads dislodged. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012.